Manufacturer narrative:
G4: 24feb2020. B4: (B)(6)2020. The data acquisition printed circuit board assembly (da pcba) was returned to the manufacturer for failure investigation (fi). Visual inspection of the da pcba revealed no evidence of damage or contamination. Fi technician installed the da pcba into a fi ventilator and tested the device. The fi ventilator passed all testing. The fi technician was not able to duplicate the reported customer complaint of device will not go into standby mode. No fault found. Fi investigation could not replicate problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/24/2019.

Event description:
The customer reported that the device would not go into standby mode. There was no patient involvement.

Manufacturer narrative:
Date received from MFR: 21nov2019. The manufacturer¿s field service engineer (fse) could not duplicate the reported unit not going on stand-by problem. The manufacturer¿s field service engineer (fse) reported to the customer that the reported stand-by issue could not be duplicated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred and there is no relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.